Event description:
The customer performed control tests using his contour system and received results of 275 and 295 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. A new bottle of control solution was sent to the customer for additional troubleshooting. No product will be returned at this time.